Event description:
One touch ultra meter was reading inaccurately high. The patient obtained a result above 350 mg/dl, while experiencing no symptoms of high or low blood glucose levels. They took their diabetes oral medication following the blood glucose test and decided to visit the hospital due to their increasing blood glucose levels. A result of 202 mg/dl was obtained on the hospital meter. They were only administered treatment for a kidney infection. The patient did not allege harm. There is no indication that the patient experienced injury or medical intervention due to the meter. The customer care representative (ccr) verified that the test strips were within expiration date, stored properly, and not opened longer than the discard date. The ccr walked the patient through two consecutive control solution tests and the results fell outside the specifications. The meter, test strips, and control solution were replaced.